Event description:
It was reported that a patient had a broken lead. It was replaced on (B)(6) 2006. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 7495lz25, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 7434a, serial # (B)(4), product type programmer; patient product ID (B)(4), lot # j0216849v, implanted: (B)(6) 2002, explanted: (B)(6) 2006, product type lead. (B)(4).